Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0956-2020. (B)(4). S/w 4.11e. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. Unit uploaded properly using carelink. Unit had missing display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data from 11/11/2019 to 02/03/2020.

Event description:
Complaints text 09/16/2020, 10:47:58, mollaa1 svns corrected to reflect the proper bg missing reason. Complaints text 09/13/2020 06:48:42 mattec3 updated reported by to reflect mother's name (B)(6). Per report complaints text 09/12/2020, 12:40:47 erp_rfc_user related svn (B)(4). Complaints text 09/12/2020, 12:40:22, mollaa1 svns corrected to reflect the proper weight and the proper product return reason. Creating svn and s/o transaction to properly document the referenced report and receive back additional product received by medtronic (next of kin returned additional device/pump to medtronic for an unknown reason/no concerns or complaints reported with the return - device is not associated with passing of customer/was not in-use at time of customer passing). Complaints text 09/01/2020, 13:44:01, cadsad2 - customer gave her full name, and the name of the deceased - hipaa verified by mom - 6/23/2020 - she had been trying to return this all this medical supplies - 14 inches square boxes for her supplies - she was told to include the death certificate - review account, but her supplies before was from ccs medical from the box - rep jess from csc confirm to return it to ccs medical - refer to ccs medical to return the other boxes complaints text 08/28/2020 20:36:16 gomezm116 created/ send zrci but not campus ship, since customer was sent le when previous tech created the zrpl. Complaints text 08/28/2020 20:12:04 gomezm116 I marked the account inactive/ deceased, updated ge note, ceasing all marketing communication, and voided the pump warranty as needed. Correction/ update on the following: bg at time of admission to hospital, hospice and/or emergency room: does not know reason for admission to hospital, hospice and/or emergency room : does not know svn: (B)(4). 1. Start date of the sensor: 2. Start hour of the sensor: 3. Sensor start missing reason: does not know 4. Location of sensor insertion: does not know 5. Date of sensor alert: 6. Hour of sensor alert: 7. Sensor alert missing reason: does not know complaints text 08/25/2020 16:00:05 erp_rfc_user related svn (B)(4). Complaints text 08/25/2020 15:50:13 erp_rfc_user related svn (B)(4). Complaints text 08/25/2020 15:40:12 erp_rfc_user related svn (B)(4). Complaints text 08/25/2020 15:34:33 erp_rfc_user related svn (B)(4). Complaints text 08/25/2020 15:21:29 lazarj4 customer concern: mom is reporting her daughter's death detai; dop114-980doc: deceased reporting what led up to the event?: diabetis mellitus, acute respiratory failure, aspiration phneumonia and sepsis document first and last name of person reporting event: berta selders document best phone number to reach person reporting event: 5749922081 document relationship of person reporting event to the deceased: mother is reporting party aware of the deceased event details?: yes explain we will gather the details to the extent available to the person reporting. Date of customer passing: (B)(6) 2020: cause of customer passing: diabetis mellitus, acute respiratory failure, aspiration phneumonia and sepsis indicate the location of customer¿s passing. (E.g. Occurred at home, hospital, emergency room, hospice etc.): aperion care nursing home date customer was admitted to hospital, hospice and/or emergency room: (B)(6) 2020 reason for admission to hospital, hospice and/or emergency room : na bg at time of admission to hospital, hospice and/or emergency room . Na mg/dl document any health issues or illness that may have contributed or led up to passing: diabetis mellitus, acute respiratory failure, aspiration phneumonia and sepsis does reporting party recall the initial onset or timeframe of health issue or illness?: no was pump worn at time of passing?: no document date the pump was last worn: (B)(6) 2020: document reason customer was not wearing pump at time of deceased event: hcpo decided to put pt on manual injection obtain medtronic insulin pump delivery system components worn or used at time of event pump material number: mmt-1780kpk pump serial number: (B)(4) infusion set material number: mmt-876 infusion set lot/batch: 5288789 reservoir material number: mmt-332a reservoir lot/batch: hg1mrpa was customer using a sensor?: yes was a sensor worn at time of event?: no can reporting party complete carelink upload?: no document reason reporting party is unable to perform/complete carelink upload; e.g. No computer available, no link/usb device available, etc: cust don't have the bg meter and the pump request the return of the mdt system in use at the time of the deceased event. Advise caller pump will undergo destructive testing and product cannot be returned. Does caller agree to return product?: yes does reporter specifically request that the pump be returned to them after analysis?: no does caller specifically report customer had other pumps that were being stored and not used that they would also like to return?: no does caller specifically request a failure analysis letter?: no provide customer return instructions per local guidelines.